Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017. Cartridge changes were conducted on (B)(6) 2017, filled with 60 units, and twice on (B)(6) 2017, for 180 units and 120 units back to back. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low in the morning (33 mg/dl). As the customer was not able to help himself, a friend gave him a glucose shot and tabs. The cause of the low bg was not known. Upon following-up with the customer, the bg level had elevated to 114 mg/dl. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.